Manufacturer narrative:
Incident two the product involved in the event is available for evaluation but has not been returned at the time of this report. O&m halyard, inc. Is the specification developer and complaint handling establishment of the x-tra traction* shoe cover, universal size, blue. The complaint component x-tra traction* shoe cover, universal size, blue, part number 69252 is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number 3011547453). A supplier corrective action (scar) was submitted to the contract manufacturer on 15mar2024. A follow-up report will be provided upon conclusion of investigation and response by the contract manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury

Event description:
Incident two per customer they have some concerns with the traction of the shoe covers they've received. They've had staff members slip and fall while wearing them. The second incident occurred on february 15, 2024. For this incident in february, the employee was put on modified duty due to injury to the lower back and wrist from the fall. There was no hospital stay for this patient.

Manufacturer narrative:
Incident two o&m halyard, inc. Is the specification developer and complaint handling establishment of the x-tra traction* shoe cover, universal size, blue. The complaint product is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number (B)(4). A supplier corrective action (scar) was submitted to the contract manufacturer on march 14, 2024. Samples were received from the customer. Visual inspection confirmed no issues. Ten samples were sent to lab for friction testing. All results were found to meet specification. Device history records were reviewed, all incoming, in-process and final inspections were within specification. No root cause was identified. O&m halyard and contract manufacturer will continue to perform tracking and trending. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.